Manufacturer narrative:
H2) correction: h6 coding updated to relate to the issue occurring outside of procedure. D11 updated. H3) analysis on the returned image acquisition system (ias) power tray had no failure found when analyzed. Analysis states that when tested on a test system, no problems were found. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195 , serial/lot #: rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. A manufacturer representative went to the site to test the equipment. The system failed the mechanical inspection test during check up due image acquisition system will not boot. Replaced stand alone board, power enclosure and power tray. Tested system and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed "initializing please wait" and would not progress past the prompt. Five subsequent reboots did not restore functionality. Additionally, it was noted that there were no generator errors observed on the imaging system and that the generator was disabled. There was no reported impact on patient outcome. On 2019-dec-13 (rep) new information received: I never started the case. I do not have patient information. The imaging system malfunction was found about hour before the case even started. Dr. (B)(6) was the surgeon. The surgery was not delayed. The procedure was carried on using the c-arm when the surgeon was notified the imaging system was not functioning normally.

Manufacturer narrative:
H3) analysis on the returned pcba generator resulted in an electrical failure. Analysis states that the components of r21 is electrically over stressed. Analysis on the returned power conversion enclosure had no failure found when analyzed. The conversion passed bench testing and when used on a test system, no problems were found. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176 , serial/lot #: rev. 2 : s/n (B)(6) product ID: bi71000225, serial/lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.